Event description:
During implant, the stylet was unable to be removed from the left ventricular (lv) lead. The physician applied extra force to remove the stylet resulting in lv lead damage. The event was resolved by explanting and replacing the lv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were unable to remove the guidewire from the lead, lead damage and lead dislodgement. As received, a complete lead was returned in one piece with stylet stuck inside the lead. The reported event of unable to remove guidewire form lead was not confirmed. No guidewire returned with the lead. The reported events of lead damage was confirmed. The cause of the reported event of lead damage was due to bunching of inner coil and ptfe coating of the stylet distal to connector pin that prevented the removal of the stylet and excessive forces resulted in the connector pin and cap to be pulled out of the connector assembly consistent with procedural damage. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event. Abbott is continuing to monitor this issue.

Event description:
During implant, the stylet was unable to be removed from the left ventricular (lv) lead. The physician applied extra force to remove the stylet resulting in lv lead damage and dislodgement. The event was resolved by explanting and replacing the lv lead. The patient was in stable condition.